Event description:
It was reported that the pressure values were sometimes unstable and inaccurate, which prompted the clinicians to zero again. At the beginning of the procedure, zeroing could be performed, but later the invasive pressure (dpt) changed without any clinical reason. Therefore, it was decided to check with a non invasive blood pressure monitor (nibp) and manually with a mercury manometer to verify the values; non invasive blood pressure remained stable. The values expected were 170/80 for arterial pressure and +3 mmhg for central venous pressure (cvp). The values displayed were 220/100 for arterial pressure and the cvp values moved from -16mmhg to +20mmhg in a few minutes in stable patient conditions. It was also stated that the inaccurate values were due to a zero drift; the pressure read on air was wrong. When this issue occurred, zeroing was performed. Several zero procedures were needed while monitoring the patient and every time the pressure measured on air was different from zero. In zeroing procedures, the pressure read before zero was one time -65mmhg, another time +30mmhg. There was no error message about the invasive pressure failure. User error was ruled out, as clinicians know the procedure and followed it correctly. There was no patient injury.

Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not identified. It is unknown if damages or defects existed on the product. No actions will be taken at this time.